Event description:
Pt has history of arachnoiditis and 6 failed back surgeries. Pt has had leg pain, some motor involvement. In december 1999 pt had a CT scan with contrast to check catheter placement. Catheter placement was normal with the catheter tip and t10-11. An MRI done later showed a meningioma. The catheter was noted to have a black discoloration with some gray material on it.